Event description:
Description of event according to initial reporter: (B)(6) 2021, after a 4 hour retrieval attempt, the celect platinum filter ended up being left inside the patient. The filter was originally placed in the ivc, but is now sitting in the svc, possibly the innominate (somewhere above the heart) with a few of the legs bent in various directions. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.